Event description:
Event description boston scientific received information that during the device replacement procedure, this atrial lead was fractured near the terminal connector pin. The lead was surgically abandoned and replaced. No adverse patient effects were noted.